Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler had staples hung up in tissue in the 4th staple blue reload. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 60 stapler was analyzed and the complaint regarding staples being hung up in tissue was not confirmed by failure analysis. Fa was unable to replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. A review of the logs shows no errors.the blue sureform 60 reload was analyzed and the complaint regarding staples being hung up in tissue was not confirmed by failure analysis. The reload blade was at the distal end and not exposed. All pushers were deployed and no unformed staples found. A review of the logs showed no errors. Further investigation confirmed additional observations. The reload was found to have a lodged staple in the knife track. It was stuck around the blade. The reload was found to have cartridge damage in the knife track where the lodged staple was found. The reload was found to have mechanical indentation damage to the blade. There was no missing material from the cartridge and blade damage failures.